Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One ensite x amplifier was received for evaluation at tech center. Evaluation functional testing was successful. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the atrial fibrillation ablation procedure for premature ventricular contractions, communication issues between the catheter and the ensite x system resulted in the case being cancelled. It was noted that the catheter sensor was not visualized on ensite x in voxel mode. Troubleshooting attempts were made, the connections were checked, but the issue was not resolved. The device was exchanged and the replacement catheter did not work. The procedure was cancelled. There were no adverse patient health consequences.